Event description:
The customer reported that the pump screen was mirrored, affecting their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level, as confirmed to be within normal range. Technical support decided to replace the pump, advised the customer on storage mode instructions, and informed them of steps to take upon receiving the replacement. The customer was instructed to use manual daily injections as a backup therapy and understood the process for returning the problematic pump.